Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s low blood glucose level was 23 mg/dl and high value was over 600 mg/dl. Customer stated they treated with glucose tablets and manual injection. Customer stated reservoir ring was missing however reservoir able to lock in place when inserted into insulin pump. The device will not be returned for analysis.